Event description:
It was reported that the rv lead had high impedance and had dislocated. The patient heard the device alarm. The lead was explanted; the explanted lead showed an extended and bent helix. It was noted the lead had been implanted under the pectoral muscle and the explantation was not easy because the screw could not be retracted . There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; full lead was returned and analyzed. Outer tubing overlay melted and pulled apart (overstress) and helix distorted/bent.